Manufacturer narrative:
The au system in control pre and post the event for all tests including creatinine. Service was not dispatched sample bar code was not used for identification. Although sample identification could contribute to the event, a clear root cause is undetermined.

Manufacturer narrative:
The au system in control pre and post the event for all tests including creatinine. Service was not dispatched sample bar code was not used for identification. Although sample identification could contribute to the event, a clear root cause is undetermined. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) in regards erroneous elevated creatinine result (5.49 mg/ml) generated on au640 chemistry analyzer. The result was reported out of the laboratory and patient was treated for elevated k with kexelate. A new sample was withdrawn and tested and lower result (0.85 mg/ml) was obtained.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards erroneous elevated creatinine result (5.49 mg/dl) generated on au640 chemistry analyzer. The result was reported out of the laboratory and patient was treated for elevated k with kexelate. A new sample was withdrawn and tested and lower result (0.85 mg/dl) was obtained.